Event description:
It was reported that customer experienced cgm error and could not use sensor as expected. There was no reported impact to customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, and completed reset with guidance, after which error did not recur and sensor session was successfully started.